Event description:
The customer reported to olympus that before a bronchoscopy during preparation for use, the bronchovideoscope had an e315 (non-compatible endoscope) error and system service division data error. The procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. During inspection and testing, error e315 (non-compatible endoscope) was confirmed. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Bending section cover glue was cracked, light guide lens was not working, switch 1 to switch 4 was not working, charged coupled device shrink tube was cut, insertion tube was dented and wrinkled, boot was wrinkled, boot was cut, control body was wet and corroded, scope connector was wet and corroded, and light guide prong/mount was loose. Olympus will continue to monitor the field performance of this device.